Event description:
The physician was unable to refill or access the reservoir. Imaging was performed. The pump had flipped several times causing the catheter to get very twisted. During the revision procedure, a pump volume discrepancy was noted; the expected volume was 2ml, the actual volume was 11 ml. The catheter was replaced. The physician was not confident of the csf flow; he didn't like the backflow. The entire system was then explanted and the patient was put on antibiotics. The physician planned to replace the system at a later date. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver morphine. It was noted that the physician did not suture the pump during the initial implant, but in the future planned to use a dacron pouch.

Manufacturer narrative:
(B) (4): the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.